Manufacturer narrative:
Investigation findings: this bullseye femoral aimer was received for evaluation. A visual examination of this device found the guide portion detached; measuring approximately 11mm. The area of breakage was clean; however, the broken portion had severe galling, which is consistent with coming in contact with another object. The customer will be provided additional information on use of this device. Conmed linvatec will continue to monitor this device for failures. The IFU for this device provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Inspect instrument after use to ensure it has not been damaged.

Event description:
It was reported that during use of this guide for an arthroscopic procedure, the distal tip broke off in the surgical site. The tip was successfully retrieved and the surgeon completed the procedure as intended. There was no patient injury or significant surgical delay related to this event.